Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing noise on the right ventricular (rv) lead. It was suspected that there may be a "incomplete disconnection" of the lead. Reprogramming occurred and the lead was capped and replaced. No further patient complications have been reported as a result of this event.